Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, anxiety-product/procedure.

Event description:
Healthcare professional reported left side "deflation" and "exchange of textured devices due to product concern." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening striated in the anterior side assessed as to surgical damage, observed opening sharp assessed as an unidentified (tear) opening and next to have a non-penetrating nick. ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease fold observed in the surface. ¿ wear abrasion observed in the device. ¿ calcification white observed in the surface of the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side "deflation" and "exchange of textured devices due to product concern." Device has been explanted and replaced.